Event description:
It was reported the programmer was very slow to boot up in two instances, and another programmer was used both times. It was also noted the programmer freezes. The programmer was returned for checkout and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Display screen drops down when placed in an upright position. Display screen hinges worn out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.